Event description:
It was reported that this right ventricular (rv) lead was showing a slight increase in threshold values one day post-op. All other parameters were within normal limits. It was noted that the pulse amplitude was increased, and that the next interrogation was scheduled for the following day. Reprogramming changes were made, with a safety margin of 4v @ 0.4 ms observed. The patient went in for a one week post-op follow-up appointment. The threshold values were still the same. The physician elected to perform surgical intervention to reposition the lead. The resulting threshold values were 0.5v @ 0.4ms. The lead was reconnected to the device and another interrogation was performed the following day. All parameters were within normal range. The patient was later discharged. No additional adverse patient effects were reported. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.